Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that he received an e4 (occlusion) error while attempting to bolus for elevated blood glucose. He stated that his blood glucose was elevated to 404 mg/dl and he felt thirsty. His normal blood glucose range is 80-120 mg/dl. He stated that he had been drinking coffee and normally raises his blood glucose. He reported that the infusion set had become "dislodged" from his body and the cannula appeared to be kinked. He changed the infusion site and had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.